Manufacturer narrative:
(B)(4). Method: the power pcb board was returned to fisher & paykel healthcare (B)(4) for evaluation. The returned pcb board was tested for the functionality of the power fail alarm by inserting into a test patient warmer. Results: the power fail alarm did not sound during testing, confirming the reported fault. The super capacitor was removed from the pcb board and it was found that the track connection was open. When the open connection was bypassed, the super capacitor functioned properly and the power fail alarm worked properly. Conclusion: the power pcb board features a capacitor which stores sufficient electrical charge to power the infant warmer's visual and audible alarms ("power fail alarm") in the event of a failure of mains power. The product technical manual advises the user to unplug the patient warmer "power cord from the wall supply socket" and check that the power disconnect (power fail) alarm functions. The super capacitor on the pcb board can be replaced as required. Based on the information provided by the distributor, it is likely that the track connection was damaged during the replacement of the super capacitor. The patient warmer was returned to the distributor after the power pcb board was replaced.

Event description:
A distributor in (B)(6) reported that the power fail alarm of an pw810aee servo control patient warmer was not working in spite of replacing the power capacitor. This was noticed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). PMA/510(k): this product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Method: the power pcb board was returned to fisher & paykel healthcare (B)(4) for evaluation. The returned pcb board was tested for the functionality of the power fail alarm by inserting into a test patient warmer. Results: the power fail alarm did not sound during testing, confirming the reported fault. The super capacitor was removed from the pcb board and it was found that the track connection was open. When the open connection was bypassed, the super capacitor functioned properly and the power fail alarm worked properly. Conclusion: the power pcb board features a capacitor which stores sufficient electrical charge to power the infant warmer's visual and audible alarms ("power fail alarm") in the event of a failure of mains power. The product technical manual advises the user to unplug the patient warmer "power cord from the wall supply socket" and check that the power disconnect (power fail) alarm functions. The super capacitor on the pcb board can be replaced as required. Based on the information provided by the distributor, it is likely that the track connection was damaged during the replacement of the super capacitor. The patient warmer was returned to the distributor after the power pcb board was replaced.

Event description:
A distributor in (B)(6) reported that the power fail alarm of an pw810aee servo control patient warmer was not working in spite of replacing the power capacitor. This was noticed before patient use. No patient consequence was reported.